Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys ft4 ii assay result for one patient sample. The initial result was <1.3 (0.500) pmol/l and the repeat result was 22.5 pmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 265662. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. From the calibration and qc data provided, a general reagent issue could most likely be excluded.